Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined. A device history record review was not required as the complaint or reported issue was confirmed through other elements of the investigation to not be service related. Reported event was unconfirmed. The reported event was unconfirmed, labeling review was not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that biomed getting calibration error 2 (pre-warm inlet pressure error, actual value was -8.79, expected value was -7).

Event description:
It was reported that biomed getting calibration error 2 (pre-warm inlet pressure error, actual value was -8.79, expected value was -7).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.